Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device malfunction was unable to be confirmed, the definitive root cause of the image issue could not be determined. It is possible that the image failure occurred due to temporary communication failure as a result of poor water tightness of the cable. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: cable failed in pressure leak test, which could have caused image lost. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head screen was intermittently losing picture and went black. The issue was found during preparation for use. There were no reports of patient harm.